Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that thrombosis and device did not seal occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of eliquis and aspirin. The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a device related thrombus present on the face of the closure device. The imaging also showed a large per-device leak. The physician is admitting the patient to the hospital to undergo a heparin drip before starting them on a new medical regiment of warfarin and aspirin. There were no complications as a result of this event and the patient is expected to make a full recovery.